Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was attempting to place the taxus express2 2.5x8mm drug eluting stent into a lesion in an unknown vessel, when the stent edge flared. No patient complications were reported. Patient status is reported to be satisfactory.